Event description:
It was reported that noise was observed on the stored egms and patient received inappropriate shocks. The physician chose to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis revealed an abrasion through the outer insulation on the is-1 lead leg at 7.1cm from the connector pin, exposing the proximal coil. This caused the reported noise when in contact with the ICD can. The outer insulation on the opposite side at 7.1cm was also abraded. Sem analysis revealed that three proximal coil filars were fractured due to repetitive bending/friction with the ICD can.